Event description:
It was reported that the patient had a possible "perforation" of the crt-d pocket. Also noted was that medication treatment was initiated for the reported "infection." Upon review of the paperwork, it appears that what was meant was that the device may have eroded in the pocket. The whole system was explanted and no new system was implanted as the patient refused. Additional information has been requested for clarification and event will be updated upon receipt of new information. There were no other patient complications reported.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.